Event description:
During a therapeutic ureteroscopy the dr fired too close to the stone cone, breaking the stone cone inside the pt. It was reported that 10 watts were used and the stone cone was in plain view. The procedure was continued with a basket, with no pt complications.